Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the pressure regulating balloon (prb) was removed and replaced due to a leak at the neck. No further information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. The component was visually and microscopically examined. A balloon shell tear was identified in the balloon at the sphere-adapter junction. The damage is consistent with material fatigue. Based on the information available and analysis results, the tear identified in the balloon could have caused or contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the pressure regulating balloon (prb) was removed and replaced due to a leak at the neck. No further information was provided.